Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This is the same event as 3010536692-2014-00462, -00463, -00464. This report will be updated when investigation is completed.

Event description:
Allegedly revised due to mom complications.